Event description:
We recently had an aortic cross clamp break (one of the handles fell off) while using. The clamp has been sterilized and is going to be returned. Procedure being performed was a mvr. The device was removed from use and replace with another. The procedure was completed as planned. The patient is age 74 female, 66.6 kg. Unknown device code/lot number, unk if event caused patient blood pressure to drop, no the device did not fall into patient body field, the facility did report this event to the FDA. 14dec2018: received ufmw 330140-2018-17 reporting, aorta was clamped then handle broke off the clamp within 5 minutes of application. No patient harm. Common device name: cosgrove aortic cross clamp. V. Mueller. The device was a cosgrove aortic cross clamp and the handle broke off within 5 minutes of applying the clamp to the patient's aorta. After the handle broke off, the clamp released on its own and was replaced by the cardiac surgeon, the beads stayed intact on the cable, no medical intervention required, other than the clamp was replaced.

Manufacturer narrative:
703904: dec 2008 one (1) cv1161 cosgrove flex qck-bend 61mm fogarty was returned for evaluation as the complaint sample. The sample was returned broken in two body pieces, the 32 beads were noted to be retained on the cable wire, which were held onto the cable due to unwound flared and frayed wire ends, which did not easily allow for the beads to slide off. The only missing part was noted to be the metal lubrication tag, it was not located on sample or along with the packaging. The etchings on the sample were noted to be scratched up and worn, yet legible: the lot code was displayed as l08 (dec 2008), the sample has possibly been in use for about 10 years. Upon initial observations, it was evident that one of the main broken body pieces was the handle body end and the other main broken piece was the cable wire assembly (99-900-071) with all the beads and attached to the jaws end. Upon further initial inspections the sample itself displayed a heavily used appearance all over the surfaces, which included heavy discoloration, surface wear, usage marks, scratches, nicks, and scuff marks. Most wear was noted towards the working end and the handle holding end. Due to no signs of inauthentic parts replacement, 3rd party marking/etching and unusual surface marks, the sample was not suspected to be repaired/reworked by a third-party company. For initial testing, the ratcheting of the finger ring handles was noted to be functioning normally, and the jaws at the working end had no tension due to the broken off cable wire. The sample was completely non-functional and no other functional tests could be performed. It should be noted that the stock v. Mueller specified cable is made up of several thinner metallic wires that are woven and wound tightly to create one thicker cable (1 by 19). Visual inspections at 3 times magnifications, indicated that the failure mode was observed 0.125 inches below the junction where the threaded swage fitting (31-300-866) ends and where the cable begins. The break appeared to be a combination of ductile-shearing force, which left a burr/remnant of the cable wires in the threaded eye fitting and. The remaining majority of the cable was noted to be unraveled and frayed from its wound-up helical shape. The break appeared to have been caused over time and usage because the severed ends displayed some discoloration/oxidation. It is possible that 1-2 wires snapped off initially due to frictional forces, fatigue by excessive stress and pulling in a repeated twisting manner, which normally occurs during activation and clamping action, hence causing a weak point and accelerated the eventual breakage of the remaining wires at that point, by the same forces. The failure mode was severe enough to deem the sample as completely non-functional, however the sample can be repaired back to normal condition by a v. Mueller authorized company: national repair center. No other breakpoints, corrosion, damages or signs of excessive forces were observed on the cable wire assembly. The rest of the sample was observed to be normal with no additional issues, the cable wire can be removed and replaced with a new one as part of the authorized repair process. Conclusion(s): root cause ¿ based on the investigation of the returned sample and the reported failure/defect, the most probable root cause was determined to be mechanical overstress. Possible fatigue, frictional forces, twisting and/or pulling forces over time may have caused and/or accelerated the rate of the failure. It should be noted that the sample has been in use for 10 years and displayed heavy signs of surface wear; additional factors such as any improper care, lack of maintenance and/or lack of lubrication could have also contributed to the failure mode. It should be noted that the IFU indicates several preventive measures and practices for the end-user. The instructions for use state that: 1. The cosgrove flex clamp should be inspected carefully prior to each use and during the cleaning procedure for any signs of unusual wear, cracking or corrosion. Inspect internal cable for kinking, fraying or any damage to the cable. Do not use if any irregularity is detected. 2. The instrument should be properly lubricated (milked) prior to sterilization. This will ensure smooth functioning of the device. 3. For future issues it is recommended to replace or repair the parts of other cosgrove flex clamp products, by sending to the authorized repair company at northfield medical repairs center: phone number 1-855-667-4831, inquire at: www.northfieldmedical.com/contact the swaged cable fitting (item number 99-900-071) is a replaceable item.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
We recently had an aortic cross clamp break (one of the handles fell off) while using. The clamp has been sterilized and is going to be returned. Procedure being performed was a mvr. The device was removed from use and replace with another. The procedure was completed as planned. The patient is age (B)(6) female, (B)(6). Unknown device code/lot number, unk if event caused patient blood pressure to drop, no the device did not fall into patient body field, the facility did report this event to the FDA. On (B)(6) 2018: received (B)(4) reporting, aorta was clamped then handle broke off the clamp within 5 minutes of application. No patient harm. Common device name: cosgrove aortic cross clamp. V. Mueller. The device was a cosgrove aortic cross clamp and the handle broke off within 5 minutes of applying the clamp to the patient's aorta. After the handle broke off, the clamp released on its own and was replaced by the cardiac surgeon, the beads stayed intact on the cable, no medical intervention required, other than the clamp was replaced.